Event description:
The notification received for the study indicated that approx seven months after the index procedure, the pt died. The cause of death is not known. The pt was symptomatic at the time of intervention and the facility stroke scale score was 1. Pta was performed on a 90% occluded lesion in the proximal left internal carotid artery of 10mm in length in a 7.0mm vessel diameter. The lesion was eccentric and mildly calcified. An angioguard embolic protection device was successfully deployed and retrieved. Debris was in the basket when retrieved. A 7x30mm precise stent was deployed without any malfunctions at the target site. There were no procedural complications and the malfunctions at the target site. There were no procedural complications and the pt had no neurological deficits upon leaving the angio suite. Ck was 142 (maximum 185) and ck-mb 4.0 (maximum upper limit 6.3). Pre, intra and post-procedure medications included aspirin and clopidogrel. Heparin was administered during the procedure.

Manufacturer narrative:
The notification received for the study indicated that approx seven months after having a stent placed in the proximal left internal carotid artery, the pt expired of unk causes. There were no procedural complications and the pt had no neurological deficits upon completion of the procedure. It is thought that at some post procedure the pt was admitted to a long term care facility secondary to a hip fracture. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. With the limited amount of info available, it is not possible to draw a clinical conclusion between the device and the event.